Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were broken. The device's top and bottom cases are in excellent condition. There was a cracked right case by upper screw and no visible contamination. The force sensor test was observed in the event history log. The technician performed calibration verification test using biomed diagnostics monitor analog voltage. The reported problem was duplicated. The alarm was reset and duplicated. The root cause for the reported issue was found to be the left plunger case damage, broken screw boss on left plunger case, damaged plunger cable which caused failed force sensor calibration. Force reading (with no pressure) count =138 and 1.99 pounds (lbs). According to the serial number of the pump, it was old and manufactured in duluth, georgia. Pump is over 15 years old. The technician replaced left plunger case and the plunger cable. Performed power up process and device passed all the tests.

Event description:
It was reported that force sensor failure occurred. No patient injury was reported.